Manufacturer narrative:
A supplemental report is being submitted for a correction and device evaluation. H4 device manufacture date corrected from 30-apr-2019 to 24-apr-2019. Product event summary: the ventricular assist device (vad) hw36338 was not returned for evaluation. The reported high power event was confirmed through log file analysis which revealed an increase in power consumption and estimated flow starting on (B)(6) 2021 and two high watt alarms logged on (B)(6) 2021. Information received from the site indicated that, in addition to the high power, the patient experienced hematuria and a device thrombus was suspected. It was further reported that the patient's anticoagulant dosage had been lowered, and they were treated with tissue plasminogen activator (tpa). Based on the available information and historical review of similar high power events, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Per the vad instructions for use, device thrombus is a known potential complication associated with the implantation of a vad. There is no evidence that the patient had a history of thrombus events. Possible clinical factors that may h ave contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, the reported lowering of the patient's anticoagulant dosage or other issues related to the therapeutic use of anticoagulant and antiplatelet medications, and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with hematuria associated with a ventricular assist device (vad) thrombus. The vad remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient's anticoagulant dosage had been lowered and they were treated with tissue plasminogen activator (tpa).

Manufacturer narrative:
A supplemental report is being submitted for additional event information. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.